Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in unused conditions in a plastic bag; no damage or defects were noted. Functional testing was performed, and the reported issue was unable able to be replicated. The root cause was unable to be determined. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. The pharmacy was able to remove 0.5 ml from the cassette. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date, h4 are unknown. D3, g1, and g2 email is: (B)(6).